Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during dwell 3 of 4. The home patient (hp) was connected at the time of the alarm. The caregiver (cg) stated, hp is still connected to machine. The technical service representative (tsr) had cg cycle power to se 2367, then tsr had cg cycle power again to press go to start and had cg disconnect hp and remove cassette to discard supplies. Tsr explained the alarm and assisted cg to clear alarm. Tsr advised cg to contact nurse. Proper procedures per the user manual were reviewed with the caller. There was patient involvement. No injury or medical intervention was reported.